Event description:
The patient was implanted with a left ventricular assist device (lvad). The hospital reported that after approximately 4 months of support on the lvad, the patient received a replace system controller alarm when performing a system check while connected to batteries. The patient switched to a new system controller but the system controller did not work; it was shorted out and all lights were flashing. The patient was immediately put back on the original system controller. The system controller check was repeated and worked well so the patient was kept on original system controller.

Manufacturer narrative:
The patient remains ongoing and continues on lvad support. The system controller was returned to the manufacturer for evaluation and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the device analysis is completed.